Event description:
Info received indicates, the head section cannot be lowered.

Manufacturer narrative:
The tech found the gas cylinders were leaking fluid. The tech replaced the head section gas springs to repair the stretcher.